Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported atrial perforation. Atrial perforation is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported delayed additional therapy/non-surgical treatment and additional therapy/non-surgical treatment were results of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report atrial perforation, delay, and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. A steerable guide catheter (sgc) was advanced to the mitral valve, and a clip was deployed. The sgc was removed from the patient, and then an atrial perforation was observed causing a clinically significant delay in the procedure. The atrial perforation was treated with a closure device. One clip was implanted, reducing mr to 1. No additional information was provided.